Manufacturer narrative:
No patient weight was available. PMA/510(k) #: p050006.

Event description:
It was reported the physician implanted a gore® cardioform asd occluder on (B)(6) 2019. At a follow-up visit on (B)(6) 2019, a thrombus was noted on the right atrial disk. The physician started the patient on eliquis 5 mg to initiate anticoagulation.